Event description:
During a review of the pt's programming history available in the MFR's in-house database, it was revealed that on (B)(6) 2008, the initial interrogation resulted in unintended settings. A final interrogation was performed on the previous visit on (B)(6) 2006. The settings were reprogrammed on (B)(6) 2008.